Event description:
The customer reported that the device jaws would no longer open while they were on a vessel. The site indicated that no further details would be available. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.